Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted rapidly resulting in a pump shutdown. Customer's blood glucose level was 140 mg/dl. Pump was charged to address the issue.